Manufacturer narrative:
Section d4: additional information. Manufacturer's investigation conclusion: the reported event of lcd fault was confirmed via the log file. A review of the submitted log file spanned approximately 24 days (3feb2020 to 27feb2020 per time stamp). On 21feb2020 at 08:50, there was a replace controller alarm that was accompanied by a yellow wrench advisory and a lcd fault. The yellow wrench advisory and replace controller alarm activated due to the lcd fault. The alarm cleared shortly after activating. The lcd fault was active several other times throughout the log file but was not active long enough to activate an audio/visual alarm. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause of the event cannot be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Two previous external driveline replacements related manufacturer reference numbers: 0002916596-2014-00789; 0002916596-2013-01055. Serial number requested but not provided, therefore UDI is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01262. It was reported that the patient was admitted on (B)(6) 2020 for dehydration. Interrogation of the system controller performed by the hospital clinician revealed low speed advisories but the patient stated he had not heard an alarm. It was noted that the patient had two previous external driveline replacements. Technical services reviewed the submitted log files and observed low speed advisories and decreases in pump speed that appeared to only be occurring while the device was connected to the mobile power unit. This behavior has been linked to potential issues with the percutaneous lead. It was also reported that there was a low voltage hazard due to the patient depleting the batteries below the low voltage hazard threshold and a yellow wrench alarm due to an lcd fault. Technical services reported that the yellow wrench alarm cleared immediately and there is nothing wrong with the controller and that it did not need to be exchanged.